Event description:
It was reported that during an unknown procedure the staplers are divided from the body.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2023. D4 batch # 888a36. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damage. The reload had the proximal 16 drivers up and the remaining drivers down with staples present and a swing tab in the unlocked position. Also, the knife is not completely within the doghouse. The reload was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The swing tab in unlocked position and knife exposed are consistent with an improper loading technique. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 888a36, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details of device malfunction? Please clarify if there was any physical damage observed, if yes, please provide more details. Was there any other issue noted with the staple line (malformed staples, staple line missing staples, etc.)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?